Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery (cia). After two non-bsc guide wires crossed the right cia and external iliac artery, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was replaced with another coyote es balloon catheter and a stent was then placed. The procedure was then completed. No patient complications nor injuries were reported.